Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent routine heart transplant on (B)(6) 2023 reported under MFR # 2916596-2023-06636. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR 2916596-2023-06636 covers aortic valve regurgitation exacerbation. B3- the event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced aortic regurgitation (ar). The ar did not exist before the left ventricular assist device (lvad) implant.